Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via vibratory notifier. Upon interrogation, the left ventricular lead exhibited loss of capture and high impedance. The lead was reprogrammed. The patient would continue to be followed normally.